Event description:
The tip of the drill bit broke off and was left inside the pt.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Product info required to review the device history records and search the complaint database by mfg lot was not provided. X-rays were not available for examination. The investigation could not draw any conclusions about the reported pin breakage based on the lack of the product to examine and insufficient product info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.